Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted on the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, blisters, dry skin and an infection that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The skin reaction was treated with unspecified antibiotics. The patient was taken to a medical facility, but no other details were available as the reporter refused to provide any additional information. There was no documentation of further medical intervention. No photo or other details were documented. At the time of report, the patient¿s condition is unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.